Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient: litigation papers allege the patient began experiencing pain and tenderness in her right and left hip and groin while performing everyday activities and even while sitting or getting into a car. Additionally the hips make popping noises and may require future revision surgery. Doi: (B)(6) 2007 - dor: none reported (unk side). Doi: (B)(6) 2007 - dor: none reported (unk side). (B)(6). Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2007 (left hip); doi: (B)(6) 2007 (right hip); no revisions.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert product/lot codes. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).